Manufacturer narrative:
The customer stated their probe is leaking and the instrument will not run. There was no reports of erroneous results being generated or reported out of the lab. Iris field svc engineer (fse) went to the customer site and found loose tubing between the sample probe and the cgm. The fse re seated the tubing and tightened the fittings to resolve the leak. Fse reran controls and the controls passed. The sys was operational.

Event description:
Customer stated there was a leak coming from the sample probe.